Event description:
It was reported that during a stenting treatment procedure, stent migration occurred. Access was obtained via radial access. A 4.0mm ion stent was being used to treat a saphenous vein graft (svg) in an unknown vessel. The svg contained severe tapering. The ion stent migrated post deployment and was located floating back up the guide catheter in the arm. A guide wire and balloon catheter were used to deploy the stent in the arm. Procedure completed with a different device. The stent was found to be undersized for the svg. No patient complications were reported and the patient's status is okay.

Manufacturer narrative:
(B)(4). Device is a combination product device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore. A failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).